Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, patient) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient saw a physician on (B)(6) 2021 and had a white blood cell count of 22,000, a fever of 102, nausea, vomiting, and body aches. A rapid test for covid was negative. The patient was prescribed oral antibiotics, and their white blood cell count went down to 8,000. There was no sign or symptom of infection at the incision sites as evaluated by the implanting physician. The infection resolved, and the patient did not go to the emergency room.